Manufacturer narrative:
The device is not available for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "needle tip broke in the field. Scrub nurse informed circulator. Two pieces (1 needle) recovered and accounted for. Removed from field."